Event description:
It was reported that the patient experienced sustained hyperglycemia with a highest cgm reading of 275 mg/dl after disconnecting from the ilet due to frustration with frequent insulin replacements, not initiating backup therapy, inconsistent meal announcements on a replacement ilet, and issues with bent cannulas while using an inset infusion set at the left waist with an fsl3+ cgm. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.